Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left wheel lock on the wheelchair is at a v shape rather than a 90 degree angle when the patient sits in the chair.